Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in kassel, germany. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. A serial readout was sent to livanova (B)(4) for further investigation. During the evaluation the reported issue could not be confirmed. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a procedure the level in the reservoir of a s5 system fell below the limit and a alarm was displayed but the arterial pump did not stop. There was no report of patient injury.